Manufacturer narrative:
Female patient sustaining a full thickness burn on her abdomen following treatment with morpheus8 applicator. Investigation is ongoing.

Event description:
Full thickness burn on abdomen of a female patient treated with morpheus8.

Manufacturer narrative:
(B)(6) 2025: follow-up report is submitted with investigation conclusions: no technical issues were revealed during technical inspection of the device. There was an off label use of the device on the abdomen, and the doctor intended to treat "fibrosis and irregularities post vaser liposuction". This also implies lack of thick adipose layer in the treatment area. The doctor utilized very aggressive treatment parameters, pulsing excessively on the same spot, which was further exacerbated by lack of adipose layer. Additionally, inefficient heat dissipation in the fibrotic tissue also could have contributed to the thermal damage. The clinic has received a retraining.

Event description:
Full thickness burn on abdomen of a female patient treated with morpheus8.